Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopically assisted vaginal hysterectory procedure. It was reported that on the fourth firing of the stapler, the nurse could not reload the stapler because the knife and the drivers were still fully extended. The case was completed with an add'l device and there was no consequence to the pt.